Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the surgery was competed on the same day.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure the haptic was started to go posterior, so the surgeon didn't want to implant lens. There were no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).